Event description:
It was reported that the customer had a blood glucose level of 400 mg/dl and a blood glucose level of 50 mg/dl. The customer stated he had received multiple no delivery alarms from his insulin pump. It was discovered that the customer was using u500 insulin with his insulin pump, which is an off-label use of the insulin pump. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.